Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and aris transobturator tape were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and urethral hypermobility. The patient experienced pain and erosion. It was reported that the patient underwent mesh excision of redundant vaginal mesh on "(B)(6) 201" due to mesh erosion.

Manufacturer narrative:
It was reported by an attorney that they patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with repair of periurethral fascia defect.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.